Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
Vascular access insertion nurse has reported that the PICC catheter has become disjoined from the hub. PICC line was removed. No part of the device remained inside the patient. The patient did not require any additional procedures due to the event. No adverse effects to the patient reported.